Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia below the implantable pulse generator (ipg) lower rate. It was noted the patient's heart rate was "jumping " the ipg also exhibited no capture on telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.